Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged data log corruption malfunction was verified. The alleged reset malfunction could not be evaluated due to the data log corruption.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump indicated a data log corruption. Customer reported blood glucose (bg) level was 230 (mg/dl). Troubleshooting determined a pump reset likely occurred. Reportedly the customer contacted a healthcare provider to obtain alternate insulin therapy.